Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance inspection that the atrial and ventricular output connectors of the external pulse generator (epg) were damaged. The damage was identified on multiple external pulse generators. The device status is unknown. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The output connector assembly was broken. The hanger assembly was contaminated, the upper case was dented and broken, the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.